Event description:
During the ipg implant operation, the doctor found the "patient's vessel was stricture." The head of the lead was unable to enter the blood vessel. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on the distal conductor.